Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscope inspection was performed and the returned guidewire had the spring tip bent/kinked and had the solder sheared. Dimensional inspection was performed and the measured dimensions were within specification. Functional test was performed using a test rotapro and burr advancing device. The guidewire was able to be fully advance through the tip of the burr and did not vary its rotation speed. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire had coating issues. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire guidewire was selected for use. During platforming the rotation speed was unstable (increased and decreased). The rotawire was replaced and it was noted that the coating peeled before the y-connector and was kinked. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that the guidewire had coating issues. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire guidewire was selected for use. During platforming the rotation speed was unstable (increased and decreased). The rotawire was replaced and it was noted that the coating peeled before the y-connector and was kinked. The procedure was completed with another same device. No patient complications were reported.